Event description:
Adhesive causing ivs to slip and causing infiltration.

Manufacturer narrative:
According to the customer contact, the tape that is being used to "reinforce catheters" is "not sticking." It was reported that the tape is causing "slipping out of the vein" when medications are infusing "causing an infiltration," the tape is being used for peripheral IV sites in the upper extremity, according to the customer. It was reported that an additional IV site was required due to the reported event. No additional details were provided by the customer. A sample was requested to be returned. A root cause is not available at this time. It has been determined that the reported event caused or contributed to serious injury therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.